Manufacturer narrative:
This report is for one (1) unknown cannulated screw. Part#, lot# and UDI # is not available. Exact date of implant is unknown. Sometimes in (B)(6) 2016. Exact date of explant is unknown. Patient to visit surgeon on (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that a scrub tech, who works at the facility, broke her foot on an unknown date in (B)(6) 2016. One (1) synthes 4.5mm cannulated screw was implanted. On an unknown date at a follow-up appointment, it was found that the screw was broken. The patient has a scheduled appointment on (B)(6) 2016 to see a surgeon. This report is for one (1) unknown cannulated screw. This is report 1 of 1 for (B)(4).